Event description:
Boston scientific crm received information that after implant this patient, who has a cardiac resynchronization therapy defibrillator (crt-d) device, experienced an infection. The physician put sterile strips on the suture and antibiotics were given to the patient. Within a few days the device pocket area showed no signs of an infection. There were no other adverse patient effects reported. Subsequently, additonal information was received that this patient felt the pocket to be sensitive and painful. There was no sign of infection. This patient's medication was changed, and there were no adverse patient effects reported.